Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable results for inorganic phosphorus (phos), calcium (cal), hdl-cholesterol (hdl), uric acid (ua), cholesterol (chol), albumin (alb), alkaline phosphatase (alkp), alanine aminotransferase (alt), aspartate aminotransferase (ast), gluco-quant glucose/hk (gluc), and gamma-glutamyltransferase (ggt). The customer provided 51 results. It is unknown how many patients or samples were involved. Of the 51 results, 15 were found to be erroneous. It is known that some erroneous results were reported outside the laboratory, but not specifically which ones. Clarification has been requested. On (B)(6) 2012 the customer performed quality controls in the morning, and they were good. The customer decided to repeat phos tests from the previous day. The reason for repeating the tests was not provided. The customer obtained the following erroneous results: test 1: the phos results were 0.89, 0.67, and 0.88 mmol/l. It is unknown which was the initial result. Test 2: the phos results were 0.98, 0.74, and 0.93 mmol/l. It is unknown which was the initial result. Test 3: the initial alt result was 203 and the repeat was 17.4 (units of measure not provided). Test 4: the initial alt result was 101 and the repeat was 42.7 (units of measure not provided). Service was dispatched to inspect the instrument. Service personnel discovered that not enough rinse water was coming out of the cell rinse unit. The issue was fixed. On (B)(6) 2012 the customer reported they were still receiving questionable results for chol, gluc, alb, cal, alt, and phos. The following erroneous results were provided. No units of measure were provided for any tests. Test 5: the initial ggt result was 34 and the repeat was 67. Test 6: the initial ua result was 879 and the repeat was 576. Test 7: the initial alb result was 35 and the repeat was 46. Test 8: the initial alt result was 248 and the repeat was 20. Test 9: the initial alt result was 57 and the repeat was 16. Test 10: the initial alt result was 34 and the repeat was 14. Test 11: the initial alt result was 151 and the repeat was 13. Test 12: the initial ast result was 41 and the repeat was 25. Test 13: the initial ast result was 62 and the repeat was 20. Test 14: the initial ua result was 400 and the repeat was 206. Test 15: the initial ua result was 512 and the repeat was 362. It is unknown if there were any adverse events. The field service representative visited the customer and discovered a reagent probe was not delivering adequate volume. The analyzer was fixed and was monitored. Lot numbers and expiration dates for the reagents involved were not provided.